Event description:
(B)(6) - (B)(6) 2015 no injury alleged. Malfunction alleged. MDR filed. Dealer alleged that the unit is alarming and shut down. Associated malfunctions for this device: sieve beds are blown, on/off switch has no audible alarm, pilot valve contaminated.